Event description:
Falsely elevated troponin I results were obtained on ten pts' samples. The results were reported to the physicians. The samples were retested and negative results were obtained. Treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument data indicate that the cause for the falsely elevated troponin I result was a broken hm wash cassette and use error due to ignoring "wash aspirator failure" and "vessel mixer unable to recover" errors. In 2008, troponin I results: (ng/ml): initial: 1.48, repeat: 0.01; diagnosis: chest pain.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a broken hm wash cassette and use error due to ignoring "wash aspirator failure" and "vessel mixer unable to recover" errors. A siemens healthcare diagnostics inc field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Event description:
Falsely elevated troponin I results were obtained on ten pts' samples. The results were reported to the physicians. The samples were retested and negative results were obtained. Treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument data indicate that the cause for the falsely elevated troponin I result was a broken hm wash cassette and use error due to ignoring "wash aspirator failure" and "vessel mixer unable to recover" errors. In 2008, troponin I results: (ng/ml): initial: 1.47; repeat: 0.02; diagnosis: chest pain.

Event description:
Falsely elevated troponin I results were obtained on ten pts' samples. The results were reported to the physicians. The samples were retested and negative results were obtained. Treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument data indicate that the cause for the falsely elevated troponin I result was a broken hm wash cassette and use error due to ignoring "wash aspirator failure" and "vessel mixer unable to recover" errors. In 2008, troponin I results: (ng/ml): initial: 1.71; repeat: 0.03; diagnosis: chest pain.

Event description:
Falsely elevated troponin I results were obtained on ten pts' samples. The results were reported to the physicians. The samples were retested and negative results were obtained. Treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument data indicate that the cause for the falsely elevated troponin I result was a broken hm wash cassette and use error due to ignoring "wash aspirator failure" and "vessel mixer unable to recover" errors. In 2008, troponin I results: (ng/ml): initial: 1.85; repeat: 0, diagnosis: chest pain.

Event description:
Falsely elevated troponin I results were obtained on ten pts' samples. The results were reported to the physicians. The samples were retested and negative results were obtained. Treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument data indicate that the cause for the falsely elevated troponin I result was a broken hm wash cassette and use error due to ignoring "wash aspirator failure" and "vessel mixer unable to recover" errors. In 2008, troponin I results: (ng/ml): initial: 1.65; repeat: 0.02; diagnosis: pneumonia.

Event description:
Falsely elevated troponin I results were obtained on ten pts' samples. The results were reported to the physicians. The samples were retested and negative results were obtained. Treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument data indicate that the cause for the falsely elevated troponin I result was a broken hm wash cassette and use error due to ignoring "wash aspirator failure" and "vessel mixer unable to recover" errors. In 2008, troponin I results: (ng/ml): initital: 1.69; repeat: 0.08; diagnosis: pneumonia.

Event description:
Falsely elevated troponin I results were obtained on ten pts' samples. The results were reported to the physicians. The samples were retested and negative results were obtained. Treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument data indicate that the cause for the falsely elevated troponin I result was a broken hm wash cassette and use error due to ignoring "wash aspirator failure" and "vessel mixer unable to recover" errors. In 2008, troponin I results: (ng/ml): initial: 1.79; repeat: 0.03; diagnosis: sob.

Event description:
Falsely elevated troponin I results were obtained on ten pts' samples. The results were reported to the physicians. The samples were retested and negative results were obtained. Treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument data indicate that the cause for the falsely elevated troponin I result was a broken hm wash cassette and use error due to ignoring "wash aspirator failure" and "vessel mixer unable to recover" errors. In 2008, troponin I results: (ng/ml): initial: 1.58; repeat: 0.01; diagnosis: head injury.

Event description:
Falsely elevated troponin I results were obtained on ten pts' samples. The results were reported to the physicians. The samples were retested and negative results were obtained. Treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument data indicate that the cause for the falsely elevated troponin I result was a broken hm wash cassette and use error due to ignoring "wash aspirator failure" and "vessel mixer unable to recover" errors. In 2008, troponin I results: (ng/ml): initial: 2.2; repeat: 0; diagnosis: tia.

Event description:
Falsely elevated troponin I results were obtained on ten pts' samples. The results were reported to the physicians. The samples were retested and negative results were obtained. Treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument data indicate that the cause for the falsely elevated troponin I result was a broken hm wash cassette and use error due to ignoring "wash aspirator failure" and "vessel mixer unable to recover" errors. In 2008, troponin I results: (ng/ml): initial: 0.63; repeat: 0; diagnosis: chest pain.